Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4.2 pocket e5 was failed and unable to recover. The customer stated that they powered off the station and unplugged the power cord, waited for a couple of minutes, then reconnected the power and powered the station back on. However, they were still unable to recover the drawer after performing these steps. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.2 pocket e5 was failed and unable to recover. A field service engineer remoted into the station and identified that pocket e5 in drawer 4-2 on the main unit was affected, contacted the customer to attempt a remote fix; however, customer confirmed that the technician had successfully recovered and replaced the pocket. The customer stated that the issue was resolved. The system functioned as intended after the technician resolved the issue.